Manufacturer narrative:
H10:manufacturing review: review of manufacturing records was not performed as no additional complaint has been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Investigation summary: ultrasound images and x-ray images were provided documenting stenosis and stent fracture. Due to poor resolution a detailed fracture classification was not possible. Images of the baseline deployment were not provided so that migration could not be confirmed. The investigation will be closed as confirmed for stent fracture. The reported application represents an off label use of the device. However, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risk as the IFU state that venous occlusion/restenosis of the treated vessel as well as stent fracture are potential complications or adverse events that may occur. Handling of the delivery system during the procedure was found to be properly described. In regards to pta the IFU states: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended'. The IFU states that the venovo venous stent system is indicated for the treatment of stenoses and occlusions in the iliac and femoral veins.

Event description:
It was reported that a few weeks after successful stent placement the patient was identified with an alleged arm swelling. It was further reported that venograms revealed an alleged stent fracture; therefore, two additional interventions were necessary with additional pta angioplasty. Three months later, it was reported that an ultrasound revealed the distal portion of the stent had migrated. A month after the reported ultrasound identifying migration, ivus revealed that the distal portion of the stent had not migrated significantly. The healthcare provider will continue to monitor the patient. Reportedly, the patient's symptoms remain 50% improved from pre-stent deployment.

Manufacturer narrative:
H10:manufacturing review: review of manufacturing records was not performed as no additional complaint has been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Investigation summary:ultrasound images and x-ray images were provided documenting stenosis and stent fracture. Due to poor resolution a detailed fracture classification was not possible. Images of the baseline deployment were not provided so that migration could not be confirmed. The investigation will be closed as confirmed for stent fracture. Labeling review:in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risk as the IFU state that venous occlusion/restenosis of the treated vessel as well as stent fracture are potential complications or adverse events that may occur. Handling of the delivery system during the procedure was found to be properly described. In regards to pta the IFU states: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended'. The IFU states that the venovo venous stent system is indicated for the treatment of stenoses and occlusions in the iliac and femoral veins. H10: d4(expiry date: 02/2019). H11: b5, g1, h6 (results, device code). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a few weeks after successful stent placement the patient was identified with an alleged arm swelling. It was further reported that venograms revealed an alleged stent fracture; therefore, two additional interventions were necessary with additional pta angioplasty. Three months later, it was reported that an ultrasound revealed the distal portion of the stent had migrated. A month after the reported ultrasound identifying migration, ivus revealed that the distal portion of the stent had not migrated significantly. The healthcare provider will continue to monitor the patient. Reportedly, the patient's symptoms remain 50% improved from pre-stent deployment.

Manufacturer narrative:
Manufacturing review: review of manufacturing records was not performed as no additional complaint has been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Investigation summary: images documenting stent fracture have not been provided, and the stent remained implanted. The alleged issue could not be re produced which led to an inconclusive evaluation result. Based on the information available a definite root cause for the reported event could not be determined. The reported application represents an off label use of the device. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risk as the IFU state that venous occlusion/restenosis of the treated vessel as well as stent fracture are potential complications or adverse events that may occur. Handling of the delivery system during the procedure was found to be properly described. In regards to pta the IFU states: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended'. The IFU states that the venovo venous stent system is indicated for the treatment of stenoses and occlusions in the iliac and femoral veins. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a few weeks after successful stent placement the patient was identified with an alleged arm swelling. It was further reported that venograms revealed an alleged stent fracture; therefore, two additional interventions were necessary with additional pta angioplasty. Reportedly, no further treatment has been administered post second intervention. The patient is stable.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway.

Event description:
It was reported that a few weeks after successful stent placement the patient was identified with an alleged arm swelling. It was further reported that venograms revealed an alleged stent fracture; therefore, two additional interventions were necessary with additional pta angioplasty. Reportedly, no further treatment has been administered post second intervention. The patient is stable.